Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced. The patient's condition post procedure was well.